Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt requested assistance viewing basal rates due to hypoglycemia during the evening. Basal rates were reviewed and were programmed correctly. Pt went to hospital on (B)(6) 2011 due to low blood glucose. Wife found him making a "growling noise" in his sleep at approx 2 a.m. Pt was unresponsive and wife called paramedics. Blood glucose registered as "lo". Pt was given a glucagon injection and taken to the hospital. Blood glucose elevated to 145 mg/dl by the time he was admitted. He was kept overnight due to low blood pressure and was discharged the next morning. Hypoglycemia in the 50-60 mg/dl range had occurred for approx 2 weeks prior to this event. Pt cleaned the attic on (B)(6) 2011 and consumed less food than normal. There were no other lifestyle changes, and troubleshooting did not reveal any product issues. No product was requested for evaluation. Follow-up was completed on (B)(6) 2011. Pt reported blood glucose stabilized, and there was no explanation to what caused hypoglycemic event previously reported. Pt recently had an appointment with his physician who was not concerned and provided a glucagon kit to keep at home. Target blood glucose is 120-150 mg/dl, and insulin levels were not adjusted by physician.